Event description:
It was reported that the saw leaked during a surgical procedure. There was no patient contact with the substance and there are no adverse consequences reported. The procedure was completed with back up equipment.

Manufacturer narrative:
The product has been received, however, the evaluation has not yet begun.